Manufacturer narrative:
Beckman coulter complaint handling unit reviewed the provided event information. The customer indicated the shield was in use at the time. The customer stated the rotor parts fell out and onto the floor. There was no injury as a result of this event. The lid and rotor holder were observed to be broken. The third party distributor of the centrifuge, idexx, scrapped the unit. The cause of the issue was determined to be the rotor. Idexx replaced the centrifuge for the customer to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The third party distributor of the centrifuge, idexx, reported a customer issue where the rotor broke on their idexx ssvt-4 centrifuge during spin cycle and parts escaped the centrifuge. There was no report of injury as a result of the event.